Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient was admitted on (B)(6) 2020 for the right heart catheterization (rhc) and transesophageal echocardiogram (tee). The patient was experiencing volume overload which was causing symptoms of right heart failure. According to the account, the patient¿s speed was increased. Following the speed increase the patient had less shortness of breath (sob) and overall had less swelling. Adjustments in diuretics were also made and the patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Related manufacturer report number #2916596-2020-05645. The event date was estimated as it is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right ventricle heart failure in the past. The event date is unknown.